Event description:
This reported is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found that a partial returned lead was returned in two pieces. Insulation abrasion was noted exposing outer coil. The abrasions were consistent with constant friction with another implantable device. (B)(4). (B)(6).